Manufacturer narrative:
The lead was returned with no complaint reported event. As received, a complete lead with an extract tool was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 19.6cm to 19.8cm from the connector pin. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.